Manufacturer narrative:
This product remains implanted, has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in (B)(6) 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in out-of-range shock impedance 100 ohms to 150 ohms since (B)(6) 2020. At this time the high out of range shock impedance is greater than 150 ohms. A request was made to have data from this device analyzed. Rhythmcare specialists reviewed device data, and recommended lead replacement in the near future.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in out-of-range shock impedance 100 ohms to 150 ohms since 01/01/2020. At this time the high out of range shock impedance is greater than 150 ohms. A request was made to have data from this device analyzed. Rhythmcare specialists reviewed device data, and recommended lead replacement in the near future.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.